Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced low blood glucose level. The customer's blood glucose levels were 2.9 mmol/l and below 3 mmol/l. It was unknown that the insulin pump was on auto mode at the time of the incident. The customer declined troubleshooting as they knew the reason of low blood glucose level. The insulin pump will not be returned for analysis.